Manufacturer narrative:
Reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited loss of capture in several areas of the heart attempted to implant. In the only area, capture was achieved, the device could not be hold in position despite several attempts made. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.